Event description:
It was reported to boston scientific corporation that an ultraflex non-covered ng esophageal stent was used during a stent placement procedure to treat a non-bleeding fungating and circumferential lesion in the middle third of the esophagus. According to the complainant, after successful stent placement, it was noted that the stent failed to open completely. It appears as if the stent was "tangled" which led to a few proximal coils protruding into the stent lumen. The stent was dilated with a balloon and opened fully. However, once the balloon was removed, the coils reverted back to protruding into the lumen. The pt was released from the hospital and will continue to be monitored. The tp will require the full treatment dose of a proton pump inhibitor. The pt was placed on a liquid diet and has since had mashed food. Another stent was not placed. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (stent did not fully open). (B)(4). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).